Event description:
During a coronary drug eluting stenting treatment procedure, a break occurred in the proximal shaft. During prep, there was a kink in the proximal shaft of the taxus express2 3.0 x 12 mm drug eluting stent; the catheter broke. There were no reported patient complications.